Event description:
It was reported that the patient's physician found her leads to be "contaminated." Further clarification was requested and it was reported that "contaminated" meant that the physician discovered fluid in the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51 serial# (B)(4) implanted: explanted: product type extension product ID 7434a serial# (B)(4) product type programmer, patient product ID 74001 lot# n247471 implanted: 2010-(B)(6) explanted: product type adapter product ID 3587a lot# lc0407 implanted: 2004-(B)(6) explanted: product type lead product ID 355029 lot# n103849 implanted: 2010-(B)(6) explanted: product type accessory. (B)(4).